Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for power loss, replace battery and battery failed. Customer experienced high blood glucose of 318mg/dl which was treated by bolused with insulin pump. Customer¿s current blood glucose was not given. Customer also reported they got alert for sensor updating. Insulin pump will be return for analysis.